Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 319mg/dl, 160mg/dl, and 92mg/dl. No high blood symptoms reported with these results. No quality controls used. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. Requested return of suspect device and replacement was sent.